Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the right coronary lesion. A 3.25 x 20 mm nc trek balloon dilatation catheter (bdc) was being advanced through an unspecified guide catheter with no reported resistance with a shaft separation occurred. The separation occurred at a point outside of the anatomy and the distal portion of the bdc was simply manually removed with no resistance. Another unspecified balloon catheter was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot#. Evaluation summary: the device was returned for analysis. A visual inspection was performed and the reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is most likely that the difficulties incurred (detachment, kinked and bent hypotube) are due to circumstances of the procedure (manipulation). There is no indication of a product quality issue with respect to manufacture, design or labeling.